Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Microscopic examination and tactile inspection revealed numerous kinks throughout the shaft. Microscopic examination revealed a partial separation at the collar of the device. Microscopic examination revealed damage to the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 10aug2015. It was reported that the device was unable to cross the lesion. The target lesion was located in the mid to distal right coronary artery (rca). During advancement of the guidezilla extension catheter, the device was unable to cross the tortuous proximal rca lesion. No patient complications were reported and the patient status is good. However, analysis revealed partial separation at the collar of the device.